Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor smooth round high profile 250cc saline breast prostheses developed bilateral chronic breast pain post implantation. Additionally, the patient reported that her nipples sting, she is having allergy problems, has issues with her nose running, and that she is allergic to mold. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).